Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis. Customer was using the pump for insulin therapy at the time of the event. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.